Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient in the endovascular treatment of a ulcer.  It was reported approximately 3 years post the index procedure follow up CT identified a type ia endoleak and aortic enlargement.  No cause was reported.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5: additional information received: specific cause not discovered because patient declined any intervention on the endoleak or advanced imaging because the patient was ckd and refusing dialysis at the time. That has since changed as dialysis has started and it appears that the endoleak has likely stabilized. Analysis of CT's from approximately 1 year post tevar for aortic dissection revealed new enlargement of the excluded aorta at the inferior aspect of the proximal portion of the graft is concerning for a type 1a endoleak. CT's from approximately 2 years post index procedure showed significant progression of size the excluded aorta at the inferior and lateral aspect of the proximal portion of the stent graft. These findings are consistent with a progressing type 1a endoleak. CT's from approximately 3 years post index procedure showed unchanged position of the stent graft. No evidence of stent graft fracture. There was unchanged enlargement of the excluded thoracic aorta at the level of the inferior aspect of the proximal stent graft measuring 18mm and also unchanged size and extent of short segment descending aortic dissection just inferior to the stent graft. It was confirmed that the dissection was identified on pre index procedure CT on the same date of the index procedure where an acute type a aortic dissection with mostly thrombosed false lumen with the exception of a small segment in the proximal descending thoracic aorta with flow in the false lumen was identified. The dissection extends from the aortic root to the celiac trunk origin. Rupture in the proximal descending thoracic aorta with mediastinal hematoma tracking along the thoracic aorta and extending inferiorly to the level of the aortic hiatus. There is associated moderate volume of mediastinal hematoma involving the anterior mediastinum and tracking along the thoracic aorta which extends inferiorly to the aortic hiatus. The diagnosis pre implant was noted as pau with rupture. It was confirmed that no additional dissection has occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.